Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2019. Batch # t5ch56. Device analysis: the analysis results showed that one gst60d cartridge reload was returned unfired with nine double drivers and two single drivers missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from the left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the reload came out of the package bent. Defect is at the end of the filling. A new reload was used to complete the case. There were no patient consequences reported.